Event description:
It was reported that there was increasing thresholds and possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: vedr01 implantable pulse generator (ipg) implanted: 2009-(B)(6), 5076-45 implantable pacing lead implanted: 2009-(B)(6). (B)(4).